Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they were getting a por message on the 3037 programmer. Patient first saw the code on 09-may-2021. Reviewed code meaning. Patient said they have also been light headed, their lower back is killing them, they are getting horrible charlie horses and have a stinging pain. Patient believes these symptoms are related to the device. Patient said the symptoms started in april or may of 2021. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.